Manufacturer narrative:
Complaint conclusion: as reported, during a shunt percutaneous transluminal angioplasty (pta), a slalom (.018 hp 80 3x4) was delivered to the lesion and inflated; however, it ruptured at six (6) atmospheres (atm). Therefore, it was replaced with a new slalom thrill (4x4 80cm 3.7f); however, it also ruptured at eight (8) atm. Therefore, it was replaced with a new balloon catheter of the same size and inflated at its rated pressure. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The products looked normal when removed from its packaging. The devices were prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The contrast to saline ratio was 50%. A competitor atm-30e inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve. The devices did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17527636 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a shunt pta, a slalom (.018 hp 80 3x4) was delivered to the lesion and inflated; however, it ruptured at 6 atmospheres (atm). Therefore, it was replaced with a new slalom thrill (4x4 80cm 3.7f); however, it ruptured at 8 atm. Therefore, it was replaced with a new balloon catheter of the same size and inflated at its rated pressure. The procedure finished successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis as it was discarded at the hospital. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The products looked normal when removed from its packaging. The devices were prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The contrast to saline ratio was 50%. An atm-30e (lifeline) inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve. The devices did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
A device history record (DHR) review of lot 17527636 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, during a shunt pta, a slalom (.018 hp 80 3x4) was delivered to the lesion and inflated; however, it ruptured at 6 atmospheres (atm). Therefore, it was replaced with a new slalom thrill (4x4 80cm 3.7f); however, it ruptured at 8 atm. Therefore, it was replaced with a new balloon catheter of the same size and inflated at its rated pressure. The procedure finished successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.